Event description:
It was reported that during pm cardiosave intra aortic balloon pump(iabp), found streaks in upper lcd display. There was no patient involved.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The getinge field service engineer (fse) that discovered the issue, replaced the display top lcd assy. The fse replaced the upper cover due to damage, it had a crack in it. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The failure analysis and testing dept. Received part number and with a reported unit failure of streaks in the display and a crack in the top cover. The fat performed a visual inspection and found to have a crack. The fat installed the pn in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Upon power up it was found to have streaks. Possible cause for these issues may be user error. Retaining the part in the failure analysis and testing department per procedure.